Manufacturer narrative:
On 03/10/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/10/2016 a medtronic representative, following-up at the site, reported that a site representative stated that the navigation was accurate until the dura was opened. Verified accuracy using anatomical landmarks after registration. The medtronic representative verified that the navigation system was fully functional. On 03/24/2016 software analysis was unable to determine probable cause with the information provided. It is suspected that brain shift may have caused the inaccuracy. The 3d model looks good with a broad set of data points collected during tracer registration. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy of approximately 2-3 millimeters. The direction of the alleged inaccuracy was not provided, nor was the step in the procedure identified. The surgeon was using synergy cranial for this procedure. The surgeon noted that the patient was bleeding within the brain and there was potential brain shift. Bleeding was from traumatic brain injury. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.